Manufacturer narrative:
(B)(4). It was reported that patient underwent diagnostic laparoscopy with thermal fulguration of endometriotic implants and biopsy on (B)(6) 2012 due to pelvic pain with stage ii endometriosis. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2003 and (B)(6) 2007 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): reason for implant: bladder fell inside (as written). It was reported that following insertion the patient experienced vaginal pain, very severe vaginal pain and vaginal pain constantly for 10 years. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).